Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient experienced a blood glucose of 3.0 mmol/l with shakiness while at school. The reporter indicated that the patient was treated with oral carbohydrate for the low blood glucose and blood glucose levels resolved. A review of the pump indicated that on (B)(6) 2013, a replace battery occurred and the pump was set to (B)(6) 2014; the pump history also showed that on (B)(6) 2013, the time and date were incorrect again. The reporter stated that they were unsure if the time and date needed to be changed with rebooting the pump. During troubleshooting the time and date was correctly maintained when the pump was rebooted. This report is made based on the allegation that the patient was treated for hypoglycemia associated with the allegation of the time and date issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the black box shows time and date resetting to default following a power on reset at (B)(6) 2014. The bolus history and daily insulin delivery totals correctly appear inconsistent due to time/date issue. The pump passed 29 hour flow accuracy test and found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.